Event description:
Subsequent to the final medwatch report, additional information was received which indicates that the patient continues to have hypertension. He continues to be seen by his physician and medication has been prescribed. No additional information has been provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient has had hypertension and changes in taste since the stenting procedure. Per patient report, he must let his food cool off before he eats it, otherwise he is not able to taste it. Medication has been provided to treat the hypertension. No treatment has been provided to treat the neurological deficit of changes in taste. No additional information has been provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011, with placement of two xience v stents. Per the patient, one stent was placed in the circumflex artery and one stent was placed in a second unspecified vessel. Since the day after the procedure, the patient has experienced pain in his left shoulder when sleeping. He has numbness in his left arm and hand and states that when he raises his head to look straight up, he feels a shooting pain in his left arm and in his chest. The pain is not constant; it comes and goes. He had not been seen by his physician since his procedure, but had contacted his physician. He was told he should see a neurologist, but as he feels his pain is cardiac-related, he had not made an appointment. He had a follow-up appointment in april and was told that he has nerve damage. No treatment has been provided for his pain or numbness and he is to return for a follow-up visit in one year. Per patient report, he is feeling a little better. No additional information has been provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, pain, numbness and hypertension are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 28 mm. There were no reported product deficiencies. The reported patient effects of angina and pain are listed in the xience v coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.